Event description:
The customer received a blood glucose reading of 471mg/dl from the breeze2 meter, re-tested on a different meter and received approximately 100mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.only the meter information was provided. Replacement meter was sent to the customer.